Event description:
Reference number (B)(4). Event occurred in the united states. On 28-june-2024 , it was reported that the patient faced insulin flow blocked at the infusion site. The blood glucose level was found to be 523mg/dl. No further information available.